Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device after firing. A new drum could not be used as it was not possible to prime or release the lancing device. The mother tried to insert a new drum and was injured on the lancet. The mother did not require medical attention. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.